Event description:
Description of event according to initial reporter: this was a case of emergency surgery. There was a blood clot in both legs and the right internal jugular vein. Approached from the right internal jugular vein. The physician pressed the red safety lock and then the blue release button but the filter was not released. He pressed the blue release button several times but the filter was not released so the device was removed from the patient body. The procedure was completed by using competitor's product (bd/denali ivc filter) instead of igtcfs-65-1-jug-tulip. Patient outcome: no adverse effect on the patient has been reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k233680. Incident is found reportable after investigation completed 09sep2024. Summary of investigational findings: after unlocking the system and pressing the release button the filter would not release. Another filter was successfully placed. The jugular introducer with protection sheath was returned inside the blue introducer sheath. Indentations were noted in the distal tip of the blue sheath. On the jugular introducer the release button was not pressable and blockages by hardened blood/contract did not dissolve in water and the hook wire continued to stick inside. Based on these findings the exact reason for the difficulties encountered during attempt to release the filter from the jugular introducer cannot be determined. There are adequate controls in place to ensure that the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.